Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5; d4; d11; e1. H6: added patient codes. H6: patient code 3191 used to capture additional medical/surgical intervention required. H3, h6: a product investigation was conducted. Visual inspection: the ti sternal locking star-plate -12 holes (p/n: 460.036, lot #: 13l3774) was returned and received at us cq. Upon visual inspection, it was observed that the 12 hole tab was broken. There were scratches consistent to explantation and have no impact on the functionality of the device. No other defects were identified with the returned device. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed yes, the device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the ti sternal locking star-plate -12 holes (p/n: 460.036, lot #: 13l3774). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part number: 460.036. Lot number: 13l3774. Per jde, manufactured date: 08/01/2019. A manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent the hardware removal procedure on (B)(6) 2020 to remove the star plate due to non-union. The plate was broken once surgeon got in. The plate was removed successfully, area was washed out, no additional rigid fixation, soft tissue closure. There was a delayed healing but none had some gap during initial plating, not completely reduced when plate was first put in. Procedure was successfully completed. Patient status is unknown. Patient was implanted with plate and screws approximately 2 months ago.

Manufacturer narrative:
Additional pro-codes: hwc, jdq. Device available for evaluation: device returned. A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a hardware removal on an unknown date of the titanium (ti) locking sternal locking manubrium plates with an unknown issue. Procedure outcome and patient status are unknown. Concomitant medical product: unk - screws: (part# unknown; lot# unknown; quantity: unknown) this complaint involves one (1) device. This report is 1 of 1 for (B)(4).